Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci radial access procedure, a guide wire fracture occurred and remains in the patient. The lesion was located in the highly calcified and severely diseased diagonal (dx) near a large side branch. The pt graphix guide wire was advanced into the dx and another manufacturer's guide wire was advanced into the side branch. Another manufacturer's balloon catheter was inserted. A spontaneous break (less than 1 cm) occurred in the distal portion of the pt graphix guide wire in the dx. It was not possible to remove the broken portion of the guide wire. The physician advanced a choice guide wire to facilitate another manufacturer's stent delivery. The stent was successfully delivered to the dx. During removal of the distal portion of the pt graphix guide wire, part of it was confined under the un-inflated stent. Distally contrast liquid loss appeared in the pericardium due to vessel perforation. The proximal section of the guide wire was confined under the inflated stent between the stent and coronary wall. A resolution in stenosis was noted. The pericardium loss was treated with pericardiocentesi and removal of 200cc of haematic shedding. More insufflations were performed on the culprit vessel to limit and block the haematic shedding in the pericardium. After 30 minutes, the physician noted no contrast liquid in the pericardium. The physician removed all devices and noted that the distal part of the guide wire is permanently implanted in the patient. A stent was successfully implanted and the procedure was completed. No further patient injuries or complications were reported. Patient status is reported as "stable".